Event description:
It was reported that while the patient was present, the fiber was not working. The procedure was not completed. Patient outcome: "no injury" to the patient reported.

Event description:
It was further reported that the first fiber was in use for 2:30 minutes and 10,000 joules were used. The fiber tip (cap) was cleaned during the procedure.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibits no signs of usage; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there are no signs of breakage along length of fiber; the connector cone, segments, and tabs appear in good condition and secured; the fiber connector passed the signature verification fixture test. Fiber card analysis: use date: 01/11/2018, joules used: 0 joule, joules count does not match warranty form information. Probable root cause: based on the device analysis, the product complaint "fiber not working" could not be confirmed; there is no failure found with the returned product.